Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implantation of a dual chamber ICD, crosstalk was noted on the atrial and ventricular channel. The leads were disconnected and cleaned but the crosstalk remained. The device was introduced to the pocket and the event was resolved. There were no adverse patient consequences.